Manufacturer narrative:
The phaco handpiece was flushed for metal particulates testing. The sample was visually and microscopically analyzed and found to contain clear fibers to best match texwipe fibers and wypall fiber. Additional elements were identified to contain carbon ©, oxygen (o), aluminum*(al), titanium (ti), and vanadium (v). The analysis identified elements including carbon, oxygen, aluminum and titanium. The presence of these elements along with the visual characteristics suggests the reflective particles is alloy. However, the exact origin of the metallic particle remains inconclusive. The phaco handpiece was received and a visual assessment of the returned phaco handpiece found no visual nonconformity. A visual assessment of the returned sample found no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the handpiece. Aspiration was found to meet specifications. However, irrigation was found to not meet specifications. The returned handpiece was then connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specification. Although the existence of foreign material was able to be confirmed, the origin of the fiber and particulates remains unknown. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). It should be known that alcon phaco handpieces are inspected during manufacturing for metal particulates. The inspection approach taken follows a statistically valid continuous sampling plan, per military standard. No nonconformities were observed during manufacturing of this phaco handpiece. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction the surgeon was unable to pull forward any pieces of lens during quadrant removal. A thick plume of white material became visible around phaco tip. The patient experienced a corneal wound burn. Phacoemulsification was discontinued and machine/handpiece/tubing were changed and the remaining lens was removed without difficulty. The patient required three sutures to close the wound leak. Corneal opacity was present and the sutures are planned to remain for several months.